Event description:
It was reported that the device was explanted due to premature battery depletion. The patient condition was stable.

Manufacturer narrative:
The reported event of premature battery depletion of battery was not confirmed. The device was received from the field with battery voltage at elective replacement level in line with projected longevity. Electrical tests performed under nominal settings and at various pulse amplitudes indicated normal current levels and no sign of premature depletion detected. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.